Manufacturer narrative:
The legal manufacturer performed a review of the device history records for the concerned device and no abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. However, since no device was returned for evaluation, the exact cause of the reported issue could not be conclusively determined. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
This supplemental report was submitted to provide additional details of the reported event (b5).

Event description:
The customer further reported that the reported no image occurred during during pre-inspection for use of an unspecified therapeutic procedure. The fault was noticed immediately. There was no delay and device was replaced with another like device to complete the intended procedure.

Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus was informed by the user facility that the visera elite ii video system center has "no image in display during pre-checks". No patient injury or harm was reported to olympus. The equipment will be returned for service.